Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states they were in a car accident, and their blood glucose readings ended up being 40mg/dl. The customer's blood glucose value was 399mg/dl and their sensor value was 333mg/dl. The difference was found to not be within the acceptable range. The customer was admitted into the hospital after being involved in the car accident. The customer states their sensor reading was high, but their blood glucose level was low. The customer felt the device was not at fault, and declined to troubleshoot the pump.